Manufacturer narrative:
Zimvie complaint (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information . D9: device availability . G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) bopt5485, (3i t3 tapered implant 5/4 x 8.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. No malfunction identified. - product was within design specs (al6861. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2022120055. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported 2022120055 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : cannot be determined based on the investigation no root cause could be determined due to lack of event information. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4).. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. E1: initial reporter¿s title, first name, last name and email address are not provided / unknown.

Event description:
This implant was removed due to an unknown reason. It was received at the manufacturer with no information of who the customer is. Tooth #15.